Manufacturer narrative:
It was reported that mesh was implanted to treat stress urinary incontinence. It was also reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems and recurrence. It was further reported the patient experienced stress urinary incontinence and underwent implant of desara sling system (caldera medical) and also had anterior posterior repair with restorelle (coloplast) due to uterine prolapse and rectocele on (B)(6) 2011. Additionally, the patient underwent excision of exposed vaginal graft in (B)(6) 2012 due to mesh exposure. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure for pop, sui, cystocele/rectocele on (B)(6) 2004 and mesh was implanted. It was also reported that the patient had a caldera desara sling and coloplast restorelle sling systems for the same treatments by (B)(6). It is further reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that patient underwent excision of mesh on (B)(6) 2012 and on (B)(6) 2015 due to recurrent bacterial vaginosis and erosion and recurrent rectocele. No additional information was provided. (B)(4).